Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-07317. It was reported the pt had been in an automobile accident and was to have an MRI, so the scs system was to be explanted. F/u identified the pt had not used the ipg for years, and no longer had stimulation. In addition, the pt reported he had not received effective stimulation from the system. The physician planned surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.